Manufacturer narrative:
Product analysis: lot number # 240080201 was confirmed on the device catheter label. No ancillary devices or images were returned for review with the device. No damage was noted to the catheter heating element/coil. The catheter cable connector was examined: all pins were visually inspected to be straight, and no anomalies were noted along the catheter shaft. Visual inspection of the returned catheter revealed one kink along the shaft, the kink was observed at approx. 34.5 cm from the distal tip of the device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria outlined as per OEM gs20004583. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.5 ohms ¿ pass test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 113.0 ohms ¿ pass test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.70 k ohms ¿ pass test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms -pass all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician intended to use a closurefast catheter during treatment of patients right distal short saphenous vein (ssv). There were no abnormalities reported in relation to anatomy. It was reported that the closurefast catheter was plugged into the generator and it fired without being pressed. Patient was not tumesced yet and felt the heat. The rfg has been used successfully again without issue. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.